Event description:
This MDR is being submitted for a loose spike connection. The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice while refilling the heater bag. The home patient (hp) stated he was waiting for the last supply bag to refill the heater bag and nothing was happening. The baxter technical service representative had the hp push the spike in and twist. The hp pressed go to restart therapy and the bag seemed to be filling. The hp mentioned he may not have had the spike in the bag port all the way. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, baxter received a call from the hp's pdrn who gave the following additional information. The hp was diagnosed with bacterial peritonitis on (B)(6) 2010, and was treated from the clinic intraperitoneally with vancomycin (dose and duration unknown). The rn stated that the cause was most probable touch contamination, as the culture result is consistent with that organism. The patient had been using local (pd4) ambuflex and local (pd4) ultrabag before the diagnosis, and continues to date. The pdrn stated that the patient has made a full recovery. The rn declined to disclose past medical history and medications.

Manufacturer narrative:
(B)(4). Initial submission was sent on (B)(4) 2010. This MDR is being resubmitted on (B)(4) 2010, since no acknowledgements were received. Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The root cause of this incident was determined to be user error. A labeling review found the patient at home guide to be adequate for the user error identified in this incident. Baxter has received similar reports for the reported condition. The root cause investigation is in process.